Event description:
During coronary stenting procedure, the cypher stent delivery catheter stretched and the stent was observed to be flared. The target lesion was the left anterior descending artery, which was characterized as de novo, heavily calcified and slightly tortuous with 90% stenosis. Femoral approach was chosen for the procedure with a mach1 7fr fl4 guiding catheter. Initially, a fielder guidewire crossed the lesion and predilation conducted with sequent 2.5x15mm and maverick2 4.5x15mm balloon. Thereafter, the cypher 3.5x13mm stent was selected and delivered to the lesion by anchor balloon technique with the sequent 2.5x15mm. However, the cypher stent was unable to cross the lesion. Therefore, physician attempted to withdraw the cypher to conduct predilation again, but the cypher became caught and could not be removed. The physician then forcefully pulled the cypher stent delivery system, and the proximal shaft of the delivery catheter was stretched at the proximal end of the guidewire exit port. However, the physician was able to withdraw the cypher stent with the anchored balloon safely. Dilatation was conducted again with a maverick 2 balloon at 15 atmospheres and a different cypher was implanted at the target lesion without difficulty or incident to the male patient.

Manufacturer narrative:
Note: further information noted that the cypher 3.5x13mm stent system was observed thereafter and the stent was flared (which has been coded as "other" under f10 device codes). However, the cause for this malfunction was reported as the following: physician checked the cypher stent for flexibility concerns after the procedure. The cypher stent is available for analysis; however, it has not been returned as of to date. Any additional information will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it similar to the cypher sirolimus-eluting stents distributed in the us.